Event description:
During PICC placement, vat (vascular access therapy) nurse was unable to break the introducer apart to remove it from the PICC. Both tabs broke completely off first. Nurse grasped each side of the introducer with sterile forceps and had to cut the introducer in order to get it to start tearing into 2 pieces. The introducer was removed and there was no harm to the patient. PICC was placed in upper right extremity.what was the original intended procedure?PICC line placement.device #1is this a laboratory device or laboratory test?no.